Manufacturer narrative:
B3 (event date): the event occurred on an unspecified date of june 2024; further described as "over the last two months." D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: the devices were manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice automated pd set with cassettes had a "small slit" on the patient line. This was noticed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.